Event description:
Additional information was received from the patient and it was reported that the patient¿s previous 2 devices didn¿t work. The patient reported that the devices worked but then would get damaged in about a year. The patient reported that as a chef it had a lot of stress and was on her feet all because it would turn off on her and fail to work (the device ¿reacted¿ to pressure and stress and turned off). The patient reported that it had dramatically affected her quality of life.

Manufacturer narrative:
The main component of the system and other applicable components: product ID: 3889-28, lot# va0tdh6, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that somehow the wires got pulled and the electrodes were burned and she was only at 1% capacity. The device turned off and on without her knowing like when she went through barnes and nobles. Additional information received from the healthcare professional (hcp) reported that the cause of the device turning off and on was not determined. The device was interrogated. She further stated that it was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.